Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding initial reporter occupation: non-healthcare professional. Information regarding PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a hemostasis procedure, the physician chose a cook hemospray endoscopic hemostat. The user was prepping to active the carbon dioxide canister. On the third half-turn of the red activation knob, the plastic encasing exploded in their hand. This occurred prior to patient contact; there was no impact to the patient or user.

Manufacturer narrative:
Information regarding section d2- suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section e3-initial reporter occupation non-healthcare professional. Information regarding section g5- (B)(4). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The activation knob was in four (4) pieces, and a piece of the upper threaded part was missing. The carbon dioxide cartridge is still attached to one of the activation knob pieces and appears fully punctured. The on/off switch was in the "off" position. Both catheters were returned unused. A functional test was not possible due to the conditions of the device. The foam and o-ring in the regulator were missing and the lance appears to be appropriately positioned in the regulator and beveled. A visual examination of the returned device noted that all the weld seams were cracked. The device was disassembled by pulling the two plastic pieces apart. Inside the tubing there was powder, leading from the low pressure valve to the powder chamber and from the powder chamber to the on/off switch. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of the activation knob breaking/cracking. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a hemostasis procedure, the physician chose a cook hemospray endoscopic hemostat. The user was prepping to active the carbon dioxide canister. On the third half-turn of the red activation knob, the plastic encasing exploded in their hand. This occurred prior to patient contact; there was no impact to the patient or user.